Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During device preparation for the af ablation procedure, when the catheter was connected to the tactisys, it was noted that the system was unable to be reset and the tactisys had a solid red light on it. The tactisys was power cycled and there was no resolution. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.